Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No a21 alarms were found during testing. The insulin pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, a scratched lcd window and cracked battery tube threads.

Event description:
It was reported that the customer had excessive alarms occur with their insulin pump. The customer's blood glucose level was reported at 278 mg/dl. Product is being replaced. No further information was provided.